Event description:
A malfunction was reported with a malfunction code displayed as malf 0. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump and provided information on how to reset it. The customer was advised to continue using the pump and to call back if the malfunction code recurs, which the customer acknowledged and understood.